Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.4cm in diameter abdominal aortic aneurysm. It was reported during the index procedure, the endurant ii delivery system was inserted in the patient¿s right femoral artery but could not be advanced due to calcification in the access route. Another attempt was made to advance the delivery system but failed and the device sustained damage. The physician gave up continuing the procedure and closed the incision. The procedure was aborted. Per the physician, the cause of the event was due to the patient¿s anatomy; calcification in the access route. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation: the device was returned secured in the tray within an endovascular return kit. The catalogue number on the piggy-label and the lot number matched the numbers from the returned paperwork. The device was returned bloodied with the stent graft still loaded within the delivery system. Upon inspection of the delivery system, there was a kink approximately 20mm from the edge of the graft cover. There was a 1mm gap between the edge of the graft cover and tapered tip with the external slider in the home position. The gap was likely due to the kink in the graft cover. The edge of the graft cover, in some areas, were flared out. The tapered tip had longitudinal scratch marks leading into the graft cover, most likely from calcium. The rest of the device was unremarkable. The event could not conclusively be determined as the event occurred in vivo and could not be replicated during device analysis. The markings observed to the tapered tip leading into the edge of the graft cover is indicative of inserting the delivery system into an area of extreme calcification. If information is provided in the future, a supplemental report will be issued.